Event description:
It was reported that prior to use with patient, the product began to tear. A new tube was used. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) samples were received without their original packaging, in used conditions and with their certificate of decontamination. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the parts. During the visual inspection, the product was observed to have small splits in flanges. The complaint is confirmed. Unable to determine the root cause of the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).